Event description:
A pt, who was introduced to an innovo insulin doser and novolog penfill (insulin aspart) in 2003 for insulin-requiring type ii diabetes, experienced increased blood glucose levels 6 months later after the push button on the doser became hard to depress, for which they subsequently received treatment in the emergency room. The pt stated that the doser expressed insulin when they performed air shots on the day of the event, but they felt that it was dispensing too little insulin. They reported that the doser was not functioning and quit working, and their blood glucose levels increased as a result. When the pt found that their blood glucose could not be read by their home meter, they went to the hosp emergency room where they obtained a blood glucose reading of 800 mg/dl. Pt was asymptomatic during the event and was treated with subcutaneous injections of insulin (unspecified) with a vial and conventional syringes. Intravenous medications were not administered. Pt remained in the emergency room for four hours and then went home after they recovered from the event. Two days later, the pt was using their backup insulin delivery system. The pt was diagnosed with diabetes in 1996 for which insulin was initiated in 1998. Pt has no history or renal or hepatic disorders, and there were no changes in their diet or activities at the time of the event. The pt's nurse has confirmed that the pt did go to the emergency room for the adverse event and was there for four hours. However nurse not aware of what treatment the pt received. Nurse stated that the pt started having problems with insulin coming out of the innovo after pt had removed the needle from their skin in 2003. The pt told the nurse that they felt that they were not getting their full dose of the insulin. The nurse reported that the pt reused their disposable needles approx 21 times before changing them, and this might have caused the needle to become clogged. The pt has discontinued the use of the innovo and has switched to conventional insulin syringes. The doser and cartridge have been returned for testing.